Manufacturer narrative:
The reported complaint of a "system error, out of service, revert to manual CPR" error message on the autopulse platform was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective processor board. Visual inspection was performed and found no physical damage on the autopulse platform. A review of the archive was performed and the archive data shows "system error 136" - internal parameter corrupted have occurred on the event date. Initial functional testing was performed and the platform failed testing due to the system error, out of service, revert to manual CPR error message was displayed. The device is unrepairable due to part's (processor board 1.1g - 10838-002) no longer available. Device history record (DHR) was reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). (B)(4) was reported on 2/27/2018, the defective process board was replaced to remedy the "system error, out of service, revert to manual CPR" error message.

Event description:
During shift check, customer reported that the autopulse platform (serial# (B)(4)) displayed "system error, out of service, revert to manual CPR" upon powering on. Error message could not be cleared by the user. No patient involvement.